Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was later reported that, at the time of this report, the patient was looking for a surgeon to have his two pumps explanted. The patient did not currently have a pump healthcare provider (hcp).

Event description:
It was reported the patient wanted to have their pump removed. It was stated that at times it worked well, but they would need to get increased in medication. It was noted the patient has had saline in the pump since (B)(6) 2013. It was stated they were taking oral narcotics that were working well for them. Additional information reported they were nearing end of life due to normal battery depletion. It was stated the patient didn¿t want the pump because they wanted to move off pumps. It was stated that over the last 10 years the patient had more issues than they would like. It was stated some was the surgeon¿s fault, but they did not provide any more information. Additional information has been requested about the issues over the last 10 years, but was not available for the date of this report.